Event description:
It was reported that the patient presented for routine change of the implantable cardioverter defibrillator (ICD). During the procedure it was noted that the setscrew was stripped, and the lead was stuck in the header. A bone cutter was required to free the lead. The device was explanted and replaced. There were no patient consequences.